Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2018. The system was evaluated by a field service engineer. The field service found power cable connection to ups had heat damage. The ups was replaced. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during surgery preparation, there was an uninterruptible power supply (ups) system failure. The account reseated the power cable and was able to have the ups functional. A strong smell was emitted from the power supply. The account turned off and unplugged the ups.